Manufacturer narrative:
E1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon leak occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was leaking gas. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.

Event description:
It was reported that a balloon leak occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was leaking gas. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile identified a break on the hypotube within the strain relief. The hub profile identified that the strain relief was broken, 2.1cm proximal from start of the strain and no issues were noted with the hub itself. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The balloon was subjected to positive pressure and returned in a deflated state. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage and a microscopic examination of the proximal and distal markerbands identified no damage. No kinks or damages on the polymer extrusion shaft. During leakage testing, the initial attempt to inflate the balloon failed therefore the balloon was left soaking in the waterbath. The balloon was then inflated to rated burst pressure of 12 atmospheres with no issues.